Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform any test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the spring inside at the bottom of the battery compartment was sitting flat. The customer¿s blood glucose level was 218 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.